Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a bad battery. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer determined that a new battery was required. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) determined that a new battery was required. On 03jun2024, an fse went to the customer site following the customer replacing the battery. The fse completed a performance verification test and the device passed all of the included testing, confirming that the battery replacement resolved the device issue. The fse confirmed that the device met the manufacturers specifications for service and the device was returned to use. The investigation concludes that no further action is required at this time.